Manufacturer narrative:
The lvad was returned to the manufacturer for evaluation and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the pt was to receive a pump exchange on (B)(6) 2014 due to suspected pump thrombus, however, on (B)(6) 2014, it was reported that the pt was getting a heart transplant instead of a pump exchange.